Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated there were large black lines on screen which covered a portion of the result display area. There were no results misinterpreted.

Manufacturer narrative:
The customer returned the meter for investigation. The investigation found that the meter powered onto a mostly blank, black display screen, with a small section of the display visible on the left side. The meter cannot be used due to the mostly black screen. The device was disassembled for further investigations of the electronic parts. The visual inspection of the electronic parts showed no abnormalities, no contamination was found on the internal components. A defective display could be excluded due to a crosscheck. The investigation determined the root cause was an issue with the main circuit board.